Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the foreign material. Based on the results of the investigation, the image failure was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited no image during an unspecified event. During device evaluation, it was found that there was foreign material on the scope connector case unit. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4, d8, h6, and h11. The device was returned to olympus for inspection. The alleged reported issue could not be confirmed by olympus repair center. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.